Event description:
The investigation determined that lower-than-expected tsh results were obtained when a sample from one patient was tested using vitros immunodiagnostics products tsh reagent lot 6700 in combination with two different vitros 5600 integrated systems. Vitros tsh results of <0.015, 0.01 and 0.04 miu/l (hyperthyroid) vs. The expected results of 1.05 miu/l (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros tsh result of <0.015 miu/l was reported from the laboratory, however, no treatment was altered, initiated, or stopped based on the reported results. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained when a sample from one patient was tested using vitros immunodiagnostics products tsh reagent lot 6700 in combination with two different vitros 5600 integrated systems. A definitive assignable cause cannot be determined. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, as precision testing to assess instrument performance was not performed by the customer at the time of the first event ((B)(6) 2022) an instrument issue cannot be entirely ruled out as a contributing factor. Testing using vitros tsh3 produced an expected result for the sample drawn from the patient on (B)(6) 2022 (euthyroid), indicating that the lower than expected vitros tsh results may have been caused by the presence of a sample interferent present in that sample that affects the vitros tsh assay and not the vitros tsh3 assay. No interference testing was carried out by the customer, therefore, the presence of a sample interferent that affects the vitros tsh assay cannot be ruled out as a contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6700. Email address for contact office in field MFR site above is (B)(6).